Manufacturer narrative:
The reported event is confirmed due to the o-ring being dislocated. Visual evaluation noted a visual inspection was conducted upon receipt of the device. The device was returned inside a plastic bag along with a non atrion supplied stopcock. It was noted that the gauge needle was within the zero position box and there was a white crystalized substance on the gauge face. Although an exact root cause could not be determined a potential root cause is improper material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling. Attaching the inflation device to the balloon dilation catheter: 1. Prepare and test the balloon dilation catheter according to the manufacturer¿s directions for use. 2. If a separate syringe was used to prepare the balloon catheter, remove it. Create a fluid-fluid connection between the balloon and the connecting tube (male rotating adapter) of the inflation device by placing a drop of contrast solution from the syringe into each hub. 3. Hand tighten the hubs securely." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the inflation device of the ureteral balloon dilation catheter. The representative could not confirm the number and confirmed damage such as cracks and deformation throughout the product. Per follow up information received via ibc on 27sep2023, clarified that the device was used on the patient. Per follow up information received via ibc on 04oct23, the representative confirmed that no damage, such as cracks or deformation, was observed throughout the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the inflation device of the ureteral balloon dilation catheter. The representative could not confirm the number and confirmed damage such as cracks and deformation throughout the product. Per follow up information received via ibc on (B)(6) 2023, clarified that the device was used on the patient. Per follow up information received via ibc on (B)(6) 2023, the representative confirmed that no damage, such as cracks or deformation, was observed throughout the product.